Event description:
It was reported that the customer was in the hospital and had a large blood clot by the transmitter and sensor, which were completely covered in blood. Customer stated that she was unable to link the pump to the sensor. Customer's blood glucose level was 250 mg/dl. Transmitter was not blinking when she connects it to the sensor or when she disconnects it from the charger. Customer stated that the site is not actively bleeding. No further assistance needed.

Manufacturer narrative:
Findings: unable to charge due to damaged pin #5. Unable to perform the functional test due to charge anomaly. Unit received with contamination all pins.